Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had issues with the involved angio-seal device. The event occurred post-operative. The type of procedure performed was a transcatheter aortic valve replacement (tavr). The tavr was successful with the angio-seal placed in left femoral artery (lfa). The patient was discharged home after the tavr on (B)(6) 2023 but returned to the same night for swelling to the left groin, dizziness, weakness, and near syncope. Diagnosed and treated for left superficial femoral artery (sfa) pseudoaneurysm with thrombin injection and was discharged on (B)(6) 2023. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The reported event required medical or surgical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the vessel due to access or due to multiple sticks (perforation) which resulted in the formation of a pseudoaneurysm postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).